Event description:
As reported by edwards japan affiliate, after a transfemoral tavr with a 23mm sapien 3 valve in the aortic position, post valve deployment, there was a paravalvular leak (pvl) leak and post dilation was executed with same volume contrast. Blood pressure (bp) did not return from 80/30 mmhg. The pvl had not yet improved. Although 2nd post dilation was executed with nominal volume, pvl did not improve. After wire was removed, tee short axis showed central aortic regurgitation ar (moderate-severe) instead of the pvl. As a bailout, valve in valve was performed. 23 mm 2nd valve was deployed with nominal volume. Bp was returned well. Pvl was trivial. The procedure was completed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as no imagery/ medical record was provided for evaluation. A review of the device history records did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, "it was 1.0ml less contrast than nominal volume. After valve deployment, tee short axis showed mild-moderate paravalvular leak (pvl) in the 4:00-8:00 o'clock direction. Post dilation was executed with same volume contrast", "although 2nd post dilation was executed with nominal volume, pvl did not improve", "after wire was removed, an echo short axis showed central aortic regurgitation (ar) (moderate-severe) in the 0:00-4:00 o'clock direction instead of the pvl" and "when the commander delivery system was removed, as the balloon was not fully deflated (not a malfunction), and there was a slight movement that pushed the balloon toward the lv side, it may have interfered with the valve leaflet. As the commander delivery system was being manipulated in a way that it was pushed into left ventricle (lv) during inflation in order to avoid placement too aortic, it may have contributed to the balloon pushing to lv. Or tip of the commander delivery system may have pushed leaflet down due to multiple post-dilation". Due to the mild paravalvular leak, multiple post-dilation was attempted to improve paravalvular leak. In additional, while the balloon was still inflated, there was movement of the commander delivery system, which could potentially damage the leaflets. These combination factors could potentially result in the central regurgitation reported. As such, available information suggests that procedural factors (post-dilation, movement of inflated balloon/delivery system) may have contributed to the complaint event. The technical summary is applicable to this event because it reported of central regurgitation, which likely related to procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.